Event description:
Customer reports to have received a spanish software anomaly alarm. Customer states insulin pump in not in spanish. Customer also reports that insulin pump was cracked near display screen. Customer's blood glucose was 239 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Cracked reservoir tube lip, broken battery tube threads, scratched display window and cracked case near display window corners noted during visual inspection. Spanish software anomaly alarm noted in alarm history due to corrupted history files.(B)(4).